Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (notification that therapy is ending) alarm occurred on a homechoice device during initial drain of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. The patient noticed air in the patient line. During troubleshooting, it was determined that the patient had not completely primed the patient line. The power was cycled to clear the alarm. The patient planned to restart therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An improperly primed patient line was reported and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.